Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains free floating in the patient. Device issue: stent dislodgement. It was reported that the lad and cx at the bifurcation, had previously been stented. An attempt was made to advance the promus, but the stent delivery system (sds) would not cross. The sds was pulled back and the stent dislodged. No additional event or patient information is available. You are receiving this MDR report form abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.